Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient lost effective therapy due to leads had migrated. Patient underwent surgical intervention on (B)(6) 2025 during which the system was explanted and replaced. Therapy was restored post-op.